Event description:
Ibc from pt who stated one of her legacy pump that she's currently hooked on to started alarming with an error message of "no disposable, pump won't run" a few minutes ago. Informed pt to press start/stop to silence the alarm and to remove the cassette and reattach it properly. She already did this and it still showing same error message and beeping. Sn (B)(4), exp date 12/05/2018. Will replace out another pump for pt. No a/e experiencing while pt was using pump and during this malfunction. No other information provided. Dose or amount: 48 ng/kg/min. Frequency: continuous. Route: IV. Dates of use: (B)(6) 2011 to ongoing. Diagnosis or reason for use: pah. Strength: 2.5mg/ml.